Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that phenomenon occurred because the insertion of the camera head was not correctly detected due to an abnormality in the camera head or an abnormality in the video connector receiver. Per the service manual, it was confirmed that "the color bar image is displayed on the monitor when the camera head is not connected." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there were color bars when using the visera 4k uhd camera control unit. It was reported that there was no procedure or patient involvement.